Event description:
It was reported prior to using bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes that thirteen (13) tubes had additive that was not distributed evenly and abnormally white. There was no health impact or consequence reported.

Manufacturer narrative:
D1. Medical device brand name: bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Additive appeared to be adhering to the tube wall, but this is not an unusual appearance for the powder additive. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.